Manufacturer narrative:
(B)(4). Only event year known: 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip would not apply/engage. Procedure was completed with another device of the same product code. There were no patient consequences reported.